Event description:
It was reported that the ez35b was used during a gastrectomy. It was reported by the affiliate that the stapler presented resistance when being used and stopped stapling. There was no consequence to the pt. 3/23/98 add'l info rec'd from affiliate. When surgeon fit the new reload for the same instrument, it would not fire.

Manufacturer narrative:
Endopath endoscopic linear cutter: based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "did not staple" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to specifications. The experience the surgeon reported could not be repeated.